Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml (dose 685.8 mcg/day) via an implanted pump. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. It was reported the patient's spasticity returned and according to the surgeon, a dye study was completed (time unknown). They did not see flow of contrast at the distal end of the catheter. The spinal segment of the catheter was replaced (B)(4) 2015. It was not reported when the event/difficulty occurred. The issue was resolved at the time of this report. The patient's status at the time of this report was alive- no injury. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from a company representative indicated the patient was doing better and the spasticity was resolved. His dose was continuing to be titrated for optimal therapy. The type of baclofen in the pump was gablofen.